Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation: the zilbs-635-6-6 device of lot number cf1697826 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution zilbs-635-6-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (cf1697826) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1697826. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065-3). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortious anatomy which may have compressed or rotated the delivery system as it advanced and prevented the stent from being deployed. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted to capture updates made to annex d and g codes on 31-oct-2024.

Event description:
Supplemental report being submitted due to the investigation being completed on 09-mar-2021. After they place whole device into the place and they try to deploy the device and they cannot deploy, so they change a new one. No additional details regarding patient outcome have been received to date. Currently no adverse effects to the patient have been reported.

Manufacturer narrative:
PMA/510(k) #: k163018. Annex g: g04044 - device deployer. Device evaluation: the zilbs-635-6-6 device of lot number cf1697826 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zilbs-635-6-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records (cf1697826) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1697826. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065-3). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortious anatomy which may have compressed or rotated the delivery system as it advanced and prevented the stent from being deployed. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After they place whole device into the place and they try to deploy the device and they cannot deploy, so they change a new one. No additional details regarding patient outcome have been received to date. Currently no adverse effects to the patient have been reported.